Event description:
It was reported that there was far field p-wave sensing on the ventricular lead. Further information revealed that everything was normal with the system but there may have been a transmission issue with the device. The device reached elective replacement indicator and was explanted and replaced. The lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary - (B)(4) the device was returned and analyzed. Calculations based on implant parameters indicate that the device had met its 99.9% expected longevity. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. (B)(4) - the full lead was returned in segments and no anomalies were found. However, all conductors were stretched and had blood/body fluid (not obstructed). The outer insulation had a cosmetic depression. The lead was stretched and there was apparent explant damage.

Event description:
It was reported that there was far field p-wave sensing on the ventricular lead. Further information revealed that everything was normal with the system but there may have been a transmission issue with the device. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.